Manufacturer narrative:
(B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter, in her left eye (os). The patient reported her vision was slightly blurry at night and in dim lighting. The lens was implanted on (B)(6) 2012 and remains implanted. The facility confirmed the information and indicated the event was due to the patient had large pupils and was not device related. No other complications were reported. Patient's post-op visual acuity was 20/15 and the outcome was excellent.

Manufacturer narrative:
On (B)(6) 2012. Work order search: no similar complaints were found. Claim # (B)(4).